Event description:
The customer reported that the unit will not boot. No injuries were reported.

Manufacturer narrative:
The ge service rep found customer description to be accurate. He reloaded software as files were not being recognized, no affect. He reset the bios setting unit now boots normally replaced customer cal files unit fluoros normally, but having a keyboard error. Also he replaced control panel processor no affect.